Manufacturer narrative:
The lot number was provided for one of the two malfunctions; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation for the two malfunctions, therefore, the investigation is inconclusive for the reported material separation issue. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation. This information was received from various sources. These malfunctions involved patients with no consequences. The patient's age, weight and gender were not provided for the patients.